Manufacturer narrative:
Manufacturer ref no (B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. Known conditions resulting in flow from the primary container during a secondary infusion segment include an inadequate height differential between the primary and the secondary IV containers, or a high flow rate (typically above 300 ml/hr). The spectrum operators manual recommends the primary IV container be placed 20 inches below the secondary IV container to provide a gravity advantage that allows flow from the secondary IV container only, and warns the user of the possibility of primary IV container siphoning with flow rates above 300 ml/hr. At this time, the date of event is unknown.

Event description:
It was reported that a pump under infused medication to a pt during a pump controlled secondary infusion (medication, programmed amount and delivery rate unknown). The customer stated that approximately two third of the way through the infusion; the user observed that too much medication remained in the IV container. The secondary medication was placed 12 inches above the primary container. It was also reported that the pump was tested and performed as expected, and that there was no pt injury. The customer has expressed concern that pump controlled secondary infusions may not infuse properly at rates lower than 300ml/hr when the primary IV line is not clamped. The customer stated that this is common when the secondary medication is a thicker consistency than the primary medication.